Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, while the physician was advancing the lantern to the target vessel through a non-penumbra sheath, the lantern cracked in half while it was partially advanced into the vessel and partially within the sheath. It was reported that the lantern was cracked but remained in one piece. The physician then removed the lantern and a new lantern was used to complete the procedure. There was no report of an adverse effect to the patient.